Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the unexpected controller shutdown was most likely due to an inability to open the dumper process (software-issue). The inability to open the dumper process was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) alarm indicating an unexpected shut down had occurred. The issue resolved after 30 seconds, but a new controller was used out of caution. There was no harm to the patient.